Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user reported drawer was not working and required maintenance. Tried to reboot but issue still persist. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were double clicking. A field service engineer (fse) adjusted the wire harness on all the latches and applied conductive grease. The fse tested in hardware test application (hta) and verified that all doors were working correctly. The door hinges were also adjusted due to rubbing. Afterward, the customer was able to recover the failed storage space with no issues. The system functioned as intended after the field service engineer repaired the device.